Event description:
It was reported that the lead exhibited a sensing anomaly. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received analysis was normal. No anomalies were found.